Event description:
On (B)(6) 2014, the patient contacted animas stating the pump emitted multiple call service alarms. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2014 with the following findings: a review of the black box and alarm history revealed multiple call service (cs) 087 alarms. During evaluation, the pump alarmed a ¿cs 069¿ upon the first ¿rewind¿ step. The remaining steps were unable to be completed due to component failure found on the printed circuit board (pcb). The component was replaced on the pcb; the pump was re-programmed and exercised with no further alarms. Unrelated to the complaint, the text on the display screen was found to be dim and reddish. Also unrelated to the complaint, the battery compartment was found to be cracked from the bumper pad down to the case seal. There was no damage found to the battery cap; the battery cap secured tightly to the pump and maintained an electrical connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.